Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06558.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the migration and subsequent aortic regurgitation cannot be confirmed, however, may be related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, post valve deployment, the valve was noted to have migrated up to the stj and significant regurgitation was noted. A second valve was implanted; however, regurgitation persists. The patient was converted to open heart surgery and both valves were explanted, and a surgical valve was replaced. The patient expired.